Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 194 mg/dl. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer declined further troubleshooting with tandem technical support.